Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2015-03600 & 1627487-2015-03601. The patient has 2 peripheral (off-label) pns leads and 1 thoracic scs lead. This issue is related to the pns leads. The patient also has 2 scs anchors from the same lot. It was reported the patient complained of a possible infection at his left pns lead site as the skin at the site seemed to be "broken" (date of event is unknown). Additional information received identified an infection has not been confirmed; however the site is "black and blue". No additional information is available at this time.